Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pocket discomfort due to improper battery placement. The patient underwent an ipg replacement procedure per physician's preference. The patient was reportedly doing well post operatively.